Event description:
The customer reported the system displayed an "x-ray switch stuck" error. This may have caused uncommanded x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.